Event description:
During induction testing, noise was observed. Physician opened pocket and repositioned the lead several times, but was unsuccessful. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found.